Event description:
It was reported that the pulse generator was beeping. A device check found that the latest capacitor charge, which occurred last december, took 18 seconds. This is longer than expected. The clinic suspects that the long charge time is due to a drop in the battery voltage. The device has been implanted greater than seven years. The battery depletion is earlier than the doctor expected. The device will be explanted today. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the device was explanted on (B)(6) 2026. The device will be returned for analysis. There were no additional adverse patient effects. It was reported that the pulse generator was beeping. A device check found that the latest capacitor charge, which occurred last december, took 18 seconds. This is longer than expected. The clinic suspects that the long charge time is due to a drop in the battery voltage. The device has been implanted greater than seven years. The battery depletion is earlier than the doctor expected. The device will be explanted today. There were no additional adverse patient effects.